Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead, implanted (B)(6) 2011.

Event description:
It was reported that the patient mentioned their implantable pulse generator (ipg) device "is not working." Follow-up attempts were made and no additional information was received. The device remains in use. No patient complications have been reported as a result of this event.